Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2003451. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was not able to draw. The following information was provided by the initial reporter: parent of adult consumer reported that the needle will not draw. Also reported that the needle bends sometimes when being injected into the vial.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was not able to draw. The following information was provided by the initial reporter: parent of adult consumer reporeted that the needle will not draw. Also reported that the needle bends sometimes when being injected into the vial.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.